Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis with blood glucose readings over 400 mg/dl. The customer also stated he was spilling ketones. Troubleshooting was performed and the insulin pump passed the prime test, but the customer was not able to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.